Event description:
Baxter (B)(4) received a report that an intermate leaked. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 50 ml of solution in the reservoir for evaluation. The reported condition of a leak was confirmed. Visual examination of the unit noted that the cause of the leak was due to broken tubing. Microscopic examination of the tubing revealed that the surface of the cut on the delivery tubing was jagged, indicative of excessive pull force applied to the tubing. The root cause of the reported condition was determined to be operational context. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.